Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-05893. Reportable based on device analysis of the related rotawire complaint completed on 11aug2015. It was reported that the wire was kinked and resistance was felt during advancement. A 330cm rotawire and 1.50mm rotalink burr were selected to treat the target lesion. During the procedure, when the physician attempted to perform rotablation, resistance was felt when advancing the rota burr 1.5 along the rotawire. The wire was removed and was found to be kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis of the related complaint revealed that the distal tip of the rotawire was broken.